Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 500 mg/dl with ketones after multiple occlusion alarms occurred. The patient reportedly changed the cartridge at midnight on (B)(6) 2012 and began receiving multiple occlusion alarms followed by a no prime warning. The occlusion alarms reportedly occurred during bolus delivery and resulted in multiple cancelled boluses. The patient was reportedly advised by her healthcare provider to administer a correction via the pump for the reported elevated bg. The patient's bg reportedly responded appropriately to the correction bolus. A review of the pump history confirmed multiple cancelled boluses in conjunction with occlusion alarms. The reporter confirmed that the patient was changing sites but was only using her abdomen for insertion sites. The reporter denied any site, set, or cartridge issues. During troubleshooting, the reporter attempted to bolus into the air and the pump emitted an occlusion. Recurring occlusion alarms are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. However this complaint is being reported due to the patient's alleged hyperglycemic incident while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: multiple occlusion alarms were observed in the black box, preceded by a constant rise in force. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load and prime steps performed successfully. Force sensor calibration test confirmed sensor is detecting correct force. Pump passed 29 hour flow accuracy test and was found to be delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gave the appropriate visual and audible alert.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/20/2012. The cartridge was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. The cartridge passed a visual inspection and the cartridge fill, force and leak testing. Pump testing confirmed multiple occlusion alarms in the black box; these occlusion alarms were preceded by a constant rise in force. . The rewind, load and prime steps performed successfully. Force sensor calibration test confirmed sensor is detecting correct force. Pump passed 29 hour flow accuracy test and was found to be delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gives the appropriate visual and audible alert. Daily insulin delivery totals correctly reflected the user's programmed basal rates.